Event description:
It was reported that during preventive maintenance (pm) performed by hospital personnel the cs100 intra-aortic balloon pump (iabp) had an air leakage was reported in the iab loop. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported during the testing process, the cs100 intra-aortic balloon pump (iabp) had an air leakage was reported in the iab loop. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d5, d9, e1 (intial reporter, email), e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: g2 additional info: e1 (event site state: 160, event site telephone: (B)(6). E1 event site name and event site address shortened due to character limitations. The complete name and address is- name: (B)(6) hospital. A getinge field service engineer (fse) determined that the safety plate was leaking and needed to be replaced. The repair has not been completed yet and is waiting for the hospital to negotiate the price. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse determined that the safety disk was leaking and needed to be replaced. After the on-site communication with the hospital equipment department and department in january 2025, the equipment passed the pre-use inspection after the replacement of safety disk assembly. The equipment passed all factory specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.